Manufacturer narrative:
The reported complaint of "the lifeband (lot # unknown) was unable to be retracted on the autopulse platform (sn: (B)(4))" was not confirmed during functional testing and archive data review. The lifeband was not returned to zoll for investigation. During testing, the autopulse platform functioned appropriately and as intended, and no device malfunction was found that could have caused or contributed to the reported complaint. The additional reported complaint of "defective lcd screen" was confirmed during functional testing. The lcd screen was unreadable, likely due to a defective component. However, user mishandling cannot be ruled out, as the autopulse platform was returned to zoll with a cracked cover. Visual inspection of the returned autopulse platform revealed a damaged front enclosure, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was observed to be cracked on the edges, and the front handle was observed to be broken at its screw fitting area. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure needs to be replaced to address the observed damages. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed initial functional testing without any fault or error. Load cell characterization test was performed and confirmed both cell modules were functioning within the specification. The autopulse platform was further evaluated with a test lifeband, and the lifeband was able to be retracted with no issues. During further functional testing, it was noted that the lcd had missing pixels. The autopulse platform was powered on and off multiple times, and it was verified that the lcd was not readable due to the missing pixels; thus, confirming the reported complaint. The lcd needs to be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the lifeband (lot # unknown) was unable to be retracted on the autopulse platform (sn: (B)(4)). In addition, the lcd screen of the platform was reported to be defective. No further information or clarification was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00170 for the lifeband (lot # unknown).